Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose. The customer declined troubleshooting for low blood glucose. The customer's blood glucose at the time of incident was 40 mg/dl and current is 120 mg/dl. The customer treated low blood glucose with the food. The customer was neither hospitalized nor admitted for low blood glucose. The insulin pump will be returned for analysis.